Manufacturer narrative:
.

Event description:
It was reported that the pt experienced unspecified withdrawal symptoms. The pt was treated at the ER. Six days after the pt began experiencing problems the pt still had "trouble with the pump". It was reported that the "pump went out" and the pt was unable to control symptoms with oral medications. Further info was received 18 days after the initial withdrawal symptoms began. At that time telemetry confirmed an alarm due to zero ml reservoir volume (the alarm was not heard). It was reported that the pt missed his refill due to "insurance changes", and the physician was going to be refilling the pump in two days. No pt outcome was reported. Additional info has been requested, but was not available as of the date fo this report.